Event description:
It was reported that the lead was explanted and replaced due to externalized conductors. The patient is doing well.

Manufacturer narrative:
All information provided by manufacturer and maude report (B)(4).